Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value is unknown. The customer was advised to reset the device by removing the battery for 2 hours and then 8 hours if the issue persisted and call back if the problem is not resolved. The insulin pump was not replaced or returned for analysis.